Event description:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic inflammatory disease ('pelvic inflammatory disease, intense pelvic pain, foul smelling leucorrhea'), device breakage ('remnant of the implant remained in right uterine horn'), dysmenorrhoea ('admission for dysmenorrhea'), heavy menstrual bleeding ('admission for hypermenorrhea') and syncope ('syncopal episodes') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "right essure implantation". The patient's medical history included adnexectomy unilateral (suspicion of heterotopic pregnancy) in (B)(6) 2016, cholecystectomy, traffic accident (due to syncopes, must not drive until the nature of the episodes is clarified) and renal colic (recurrent). Previously administered products included for an unreported indication: mirena from 2011 to november 2015. Concurrent conditions included depression, inflammatory bowel disease (vs irritable bowel) and drug allergy (to sulodexide, sulpiride, metoclopramide, metamizol, dogmatil). Concomitant products included alprazolam, diazepam (valium) and fluoxetine since 2015 for depression as well as omeprazole. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced syncope (seriousness criterion medically significant). In 2018, the patient experienced pelvic inflammatory disease (seriousness criterion intervention required) with pelvic pain and vaginal discharge. In (B)(6) 2018, the patient experienced dysmenorrhoea (seriousness criterion hospitalization) and heavy menstrual bleeding (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("remnant of the implant remained in right uterine horn"). On (B)(6) 2019, the patient experienced procedural pain ("reported pain after hysterectomy despite epidural analgesia"), 2 years 5 months after insertion of essure. On (B)(6) 2019, the patient experienced procedural dizziness ("reported being dizzy after hysterectomy") and procedural nausea ("reported nausea after hysterectomy"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("vaginal after hysterectomy, few blood remains found in vagina"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), palpitations ("palpitation"), bradycardia ("bradycardia"), dizziness ("dizziness") and headache ("headache"). The patient was hospitalized from an unknown date until (B)(6) 2019. The patient was treated with dexamethasone, morphine and surgery (laparoscopic total hysterectomy with essure remnant removal from uterine horn on (B)(6) 2018 and right salpingectomy to remove right essure (B)(6) 2018). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the device breakage and complication of device removal had resolved. On (B)(6) 2019, the abdominal pain had resolved. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, heavy menstrual bleeding, syncope, procedural dizziness, procedural nausea, palpitations and bradycardia outcome was unknown and the procedural pain and post procedural haemorrhage had resolved. The reporter considered abdominal pain, bradycardia, complication of device removal, device breakage, dizziness, dysmenorrhoea, headache, heavy menstrual bleeding, palpitations, pelvic inflammatory disease, post procedural haemorrhage, procedural dizziness, procedural nausea, procedural pain and syncope to be related to essure. The reporter commented: underwent a surgical intervention to remove the essures, for considering them responsible for the chronic pain suffered. Which based the claim on medical malpractice, as a remnant of the implant remained in right uterine horn which they hold responsible for many complications in the state of health, which had led to the need to practice a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): cardiovascular evaluation - in 2018: ruled out structural pathology, heart disease or rhythm disturbance, and considered that they were syncopes with a non-cardiogenic profile, decided to implant a reveal, without finding arrhythmic events in any examination; on (B)(6) 2019: interconsultation with cardiology due to persistent dizziness and bradycardia ruling out cardiac pathology. Next day: feeling better. Maintained controlled pain with perfusion although from time to time needed some rescue. Plan: expectation. Clinical judgment: abdominal pain. Essure portion carrier; on (B)(6) 2019: with insertable holter (telemetry reveal linq lnq11: battery good. No arrhythmic events. Several events saved by symptom were observed, showing sinus rhythm without rhythm disorders. During these episodes, low blood pressure had been verified, and from what described in the interconsultation, frequencies around 40-50 bpm, but with normal ECG. Electrocardiogram ambulatory - on (B)(6) 2018: implant for one year: normal. Usually low blood pressure. Electroencephalogram - in 2018: 12-hours: video-eeg study : normal baseline brain bioelectric activity, without presence of critical or intercritical epileptiform activity, in which an episode consisting of apparent disconnection from the environment and loss of muscle tone, compatible with psychogenic crisis or non-epileptic paroxysmal disorder. Gynaecological examination - on (B)(6) 2019: abdomen soft, depressible, painful on deep palpation in the right iliac fossa and towards inguinal and suprapubic area, reporting a sensation of padding on anterior face of ipsilateral lower limb, without functional impotence, without signs of inflammation at said level. Clinical judgment: pain abdominal pain. Action plan: continue analgesic perfusion, decreased morphine and dexamethasone. Treatment usual antidepressant and anxiolytic was prescribed.; on (B)(6) 2019: examination: abdomen soft and depressible, painful on palpation, without signs of peritonism. Clinical judgement: abdominal pain. Essure portion carrier action plan: increased analgesic perfusion; on (B)(6) 2019: generic evolution -general gynecology evolution: improvement. No major changes. Had not had any new syncopal episodes clinical judgment: chronic abdominal pain in a patient with persistent remaining of essure right after explantation with right salpingectomy 2018 right adnexectomy 2016. Cholecystectomy inflammatory bowel disease vs irritable colon depression neurovegetative syncope repetitive kidney colics drug allergies to sulodexide, sulpiride, metoclopramide, metamizol and dogmatil plan of action: pending surgery with hysterectomy on (B)(6) 2019. Hysterosalpingogram - in (B)(6) 2017: essure normal insertion was confirmed. Hysteroscopy - on (B)(6) 2016: right essure implantation. Neurological examination - in 2018: clinical judgment of episodes of loss of consciousness that suggest non-epileptic paroxysmal disorders, (neuromediated syncopes vs pseudoseizures). X-ray of pelvis and hip - in (B)(6) 2017: essure normal insertion was confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease, intense pelvic pain, foul smelling leucorrhea'), device breakage ('remnant of the implant remained in right uterine horn'), abdominal pain ('abdominal pain, chronic'), dysmenorrhoea ('admission for dysmenorrhea'), heavy menstrual bleeding ('admission for hypermenorrhea') and syncope ('syncopal episodes') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "remnant of the implant remained in right uterine horn" from (B)(6) 2018 to (B)(6)2019 and off label use of device "right essure implantation". The patient's medical history included adnexectomy unilateral (suspicion of heterotopic pregnancy) in (B)(6) 2016, cholecystectomy, traffic accident (due to syncopes, must not drive until the nature of the episodes is clarified) and renal colic (recurrent). Previously administered products included for an unreported indication: mirena from 2011 to (B)(6) 2015. Concurrent conditions included depression, inflammatory bowel disease (vs irritable bowel) and drug allergy (to sulodexide, sulpiride, metoclopramide, metamizol, dogmatil). Concomitant products included alprazolam, diazepam (valium) and fluoxetine since 2015 for depression as well as omeprazole. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced syncope (seriousness criterion medically significant). In 2018, the patient experienced pelvic inflammatory disease (seriousness criterion intervention required) with pelvic pain and vaginal discharge. In (B)(6) 2018, the patient experienced dysmenorrhoea (seriousness criterion hospitalization) and heavy menstrual bleeding (seriousness criterion hospitalization). In (B)(6) 2018, the patient experienced device breakage (seriousness criterion intervention required). On (B)(6) 2019, the patient experienced procedural pain ("reported pain after hysterectomy despite epidural analgesia"), 2 years 5 months after insertion of essure. On (B)(6) 2019, the patient experienced procedural dizziness ("reported being dizzy after hysterectomy") and procedural nausea ("reported nausea after hysterectomy"). On (B)(6) 2019, the patient experienced post procedural haemorrhage ("vaginal after hysterectomy, few blood remains found in vagina"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), palpitations ("palpitation"), bradycardia ("bradycardia"), dizziness ("dizziness") and headache ("headache"). The patient was hospitalized from an unknown date until (B)(6) 2019. The patient was treated with dexamethasone, morphine and surgery (laparoscopic total hysterectomy with essure remnant removal from uterine horn on (B)(6) 2019 and right salpingectomy to remove right essure in (B)(6) 2018). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the device breakage had resolved. On (B)(6) 2019, the abdominal pain had resolved. At the time of the report, the pelvic inflammatory disease, dysmenorrhoea, heavy menstrual bleeding, syncope, procedural dizziness, procedural nausea, palpitations and bradycardia outcome was unknown and the procedural pain and post procedural haemorrhage had resolved. The reporter considered abdominal pain, bradycardia, device breakage, dizziness, dysmenorrhoea, headache, heavy menstrual bleeding, palpitations, pelvic inflammatory disease, post procedural haemorrhage, procedural dizziness, procedural nausea, procedural pain and syncope to be related to essure. The reporter commented: underwent a surgical intervention to remove the essures, for considering them responsible for the chronic pain suffered. Which based the claim on medical malpractice, as a remnant of the implant remained in right uterine horn which they hold responsible for many complications in the state of health, which had led to the need to practice a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): cardiovascular evaluation - in 2018: ruled out structural pathology, heart disease or rhythm disturbance, and considered that they were syncopes with a non-cardiogenic profile, decided to implant a reveal, without finding arrhythmic events in any examination; on (B)(6) 2019: interconsultation with cardiology due to persistent dizziness and bradycardia ruling out cardiac pathology. Next day: feeling better. Maintained controlled pain with perfusion although from time to time needed some rescue. Plan: expectation. Clinical judgment: abdominal pain. Essure portion carrier; on (B)(6) 2019: with insertable holter (telemetry reveal linq lnq11: battery good. No arrhythmic events. Several events saved by symptom were observed, showing sinus rhythm without rhythm disorders. During these episodes, low blood pressure had been verified, and from what described in the interconsultation, frequencies around 40-50 bpm, but with normal ECG. Electrocardiogram ambulatory - on (B)(6) 2018: implant for one year: normal. Usually low blood pressure. Electroencephalogram - in 2018: 12-hours: video-eeg study : normal baseline brain bioelectric activity, without presence of critical or intercritical epileptiform activity, in which an episode consisting of apparent disconnection from the environment and loss of muscle tone, compatible with psychogenic crisis or non-epileptic paroxysmal disorder. Gynaecological examination - on (B)(6) 2019: abdomen soft, depressible, painful on deep palpation in the right iliac fossa and towards inguinal and suprapubic area, reporting a sensation of padding on anterior face of ipsilateral lower limb, without functional impotence, without signs of inflammation at said level. Clinical judgment: pain abdominal pain. Action plan: continue analgesic perfusion, decreased morphine and dexamethasone. Treatment usual antidepressant and anxiolytic was prescribed; on (B)(6) 2019: examination: abdomen soft and depressible, painful on palpation, without signs of peritonism. Clinical judgement: abdominal pain. Essure portion carrier. Action plan: increased analgesic perfusion; on (B)(6) 2019: general gynecology evolution: improvement. No major changes. Had not had any new syncopal episodes. Clinical judgment: chronic abdominal pain in patient with persistent remnants of essure right after explanation with right salpingectomy 2018, right adnexectomy 2016. Cholecystectomy inflammatory bowel disease vs irritable colon, depression, neurovegetative syncope, repeated kidney colics, drug allergies to sulodexide, sulpiride, metoclopramide, metamizol and dogmatil. Plan of action: pending surgery with hysterectomy on (B)(6) 2019. Hysterosalpingogram - in (B)(6) 2017: essure normal insertion was confirmed. Hysteroscopy - on (B)(6) 2016: right essure implantation. Neurological examination - in 2018: clinical judgment of episodes of loss of consciousness that suggest non-epileptic paroxysmal disorders (neuromediated syncopes vs pseudoseizures). X-ray of pelvis and hip - in (B)(6) 2017: essure normal insertion was confirmed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.